Event description:
Hold for ta 12/20 it was reported by nurse that the patient has been on therapy for 3 days with no issues. Arctic sun device has been alerting low flow and patient temperature has dropped well below target temperature. Called their super user and have done troubleshooting as well as replaced probe. Nurse stopped therapy and reconnected and verified all lines straight with no bends or kinks. Flow rate has been 0.5 lpm. Therapy was currently stopped. Target temperature was 36.5c, patient temperature was 28.8c. Mis walked through changing to control strategy 3 to manage low patient temperature. Mis had nurse try to empty the pads, but device alerted that it could not complete drain. Tried twice with no success. Mis had nurse start therapy, but device continued to alert low flow and stopped therapy. System diagnostics were outlet monitor temperature (t1) was 27.7c, outlet control temperature (t2) was 27.7c, inlet temperature (t3) was 27c, chiller temperature (t4) was 5.8c, water flow rate was 0.5 lpm, inlet pressure was -7 psi, circulation pump command was 29 percent, mixed pump command was 0 percent, heater was 0, water reservoir level was 4, system hours was 3973, pump hours was 3713.2. They do have another device available. Mis advised to disconnect pads over trash could in case any water was still in the pads and connect to new device. Mis discussed turning on radiant warmer, warm blankets and adding rolled blankets to sides of pad to taco baby in for better coverage and to assist since patient temperature was so low. Send to biomed for evaluation. Per wo update on 08dec2022, device was failing calibration. Calibration testing unit was out of calibration, and a functional check in bypass showed a circulation pump command of 60 percent. Biomed would order and replace the circulation pump onsite.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed circulation pump. It was known that the device did not meet specifications and the device was influenced by the reported failure. The device was in use on a patient. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported by nurse that the patient has been on therapy for 3 days with no issues. Arctic sun device has been alerting low flow and patient temperature has dropped well below target temperature. Called their super user and have done troubleshooting as well as replaced probe. Nurse stopped therapy and reconnected and verified all lines straight with no bends or kinks. Flow rate has been 0.5 lpm. Therapy was currently stopped. Target temperature was 36.5c, patient temperature was 28.8c. Mis walked through changing to control strategy 3 to manage low patient temperature. Mis had nurse try to empty the pads, but device alerted that it could not complete drain. Tried twice with no success. Mis had nurse start therapy, but device continued to alert low flow and stopped therapy. System diagnostics were outlet monitor temperature (t1) was 27.7c, outlet control temperature (t2) was 27.7c, inlet temperature (t3) was 27c, chiller temperature (t4) was 5.8c, water flow rate was 0.5 lpm , inlet pressure was -7 psi, circulation pump command was 29 percent, mixed pump command was 0 percent, heater was 0, water reservoir level was 4, system hours was 3973, pump hours was 3713.2. They do have another device available. Mis advised to disconnect pads over trash could in case any water was still in the pads and connect to new device. Mis discussed turning on radiant warmer, warm blankets and adding rolled blankets to sides of pad to taco baby in for better coverage and to assist since patient temperature was so low. Send to biomed for evaluation. Per wo update on 08dec2022, device was failing calibration. Calibration testing unit was out of calibration, and a functional check in bypass showed a circulation pump command of 60 percent. Biomed would order and replace the circulation pump onsite . Per biomed via phone on 28dec2022, biomed states there was nothing wrong with the calibration testing unit, biomed did not realize it was due for calibration. The device would be calibrated. Per biomed via phone on 28dec2022, biomed replaced the circulation pump and corrected the issue.